Manufacturer narrative:
The device was returned for evaluation. The scope has been in service for over 1 year. The device was returned damaged.

Event description:
Reportedly, the image went out during a procedure. There were no injuries to the patient reported. This is being reported in an abundance of caution.